Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the lcd board also, moisture damage was found on the keypad traces. No button error alarm during our testing. No traces of moisture noted on the interface board, mother board, radio frequency board or motor assembly. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 220 mg/dl. Customer was swimming in the sea with the pump. The customer has a backup plan. Customer was advised that the device would be replaced.